Manufacturer narrative:
(B)(4): reporter, clinic and specific equipment was not provided in the report and is not known. Unable to follow-up.

Event description:
A pt report was received from FDA's medwatch program reporting the following: lasik caused dry eye, night vision problems, halos, starbursts, ghosting. Intralase corp, visc star s4 excimer laser system, customvue, lasik done in 2009. Several follow-ups after procedure dates are in my medical records. Lasik doctor could not help me and would not help me. Had to go to several other doctors for any type of help.